Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to use an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump and successfully loaded a new cartridge onto the pump, resuming insulin delivery.